Event description:
A caller reported a cartridge alarm 20 related to their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump and confirmed that the customer would receive a replacement with updated software. The customer was advised to return the problematic pump to tandem using a prepared return box and label provided by cts, with instructions to avoid any charges by returning it within ten days. The customer acknowledged the need to transfer their pump settings and connect their continuous glucose monitor (cgm) to the new pump.